Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6, h6 investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per certificate of death, dated 21jun2016, "immediate cause of death: esophageal cancer" "other significant condition contributing to death but not resulting in the underlying cause: deep vein thrombosis, pleural effusions, hyponatremia."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, ivc thrombosis, occluded filter, multiple dvts (death)'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported patient death is related to the filter. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The patient involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. (B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction". The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/15/2017 as follows: patient allegedly received an implant on (B)(6) 2008 due to deep vein thrombosis. The patient alleged ivc thrombosis, occluded filter and multiple dvts due to the device. The patient involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. Date of death was reported to be(B)(6) 2016.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.